Manufacturer narrative:
Root cause: repeated misuse. Explanation: a design change has been performed to address this type of issue and minimize the chance that it happens in the future. The locking mechanism area of the outer handle is now made of (B)(4) and should not be subject to wear or breakage as a result of misuse of this kind. Initially it was determined the event was not reportable. On a subsequent re-review, it was determined this event should have been reported. Device evaluation: outer handle was visually inspected. Outer handle was worn at the feature which locks with the intermediate handle. This may occur when the user or sterilization technician do not pull the appropriate release button when disassembling the outer handle and intermediate handle.

Event description:
Reusable teleport: teleport fixation point is not holding well.